Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported by patient faced an infusion set leakage on the patch of cannula. The infusion set was used for two days. No further information available.

Manufacturer narrative:
Patient's city: (B)(6).